Manufacturer narrative:
D9: date returned to mfg 3/21/2024. One device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal, scratched lcd lens, cracked battery door, and damaged battery compartment. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue. The most probable root cause was determined to be a problem with the customer¿s cassette. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a 'cassette unlatched' alarm and the downstream occlusion was damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.